Manufacturer narrative:
The device referenced in this report has been returned to olympus (B)(4), but the evaluation is in progress. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
When the subject device was returned to olympus (B)(4) for repairing due to leakage at the distal end, it was informed that the nurse touched the distal end of the subject device and was little burnt at her finger.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".